Event description:
The surgeon performed six hip procedures on (B)(6) 2011 and (B)(6) 2011 with the assistance of the robotic arm interactive orthopedic system (rio) in which the final leg length and offset measurements were off. The first two cases were close (within mm of what the surgical staff was measuring); however, the last four were significantly off (indicating long when the staff measured short). The pelvic array was tested for stability and was considered stable by the operating room staff after cup impaction.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the event. The surgical workflow was modified to require the verification of the femur and pelvic checkpoints after reduction results. This step is intended to root out array movement as a possible cause.